Event description:
The device delivered inappropriate therapies due to a decrease in sensing amplitude followed by t-wave over- sensing. The lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.